Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (moderate valvular calcification, native cusp calcification, left coronary ostium height of 13.2mm) may have contributed to the lmt occlusion and subsequent pci and stent placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, post balloon aortic valvuloplasty (bav), performed with a 23mm bav catheter, a 23mm sapien 3 valve was deployed. During valve deployment, the valve was expanded with nominal volume. Mild paravalvular leak (pvl) was observed and the procedure was going to be completed. However, the blood pressure remained low with a systolic blood pressure of 90 mmhg post valve deployment. Phenylephrine was administrated to maintain the blood pressure (100-115 mmhg). Angiography was performed and the left main trunk (lmt) was found to be 75% occluded. Percutaneous coronary intervention (pci) was performed and a stent was implanted. The procedure was then completed. The valve remains implanted in the patient. The native annular diameter measured 24.0mm by CT with a valve area of 430mm2. Moderate valvular calcification and mild aortic root calcification was reported. The right coronary ostium height measured 21mm. The left coronary ostium height measured 13.2mm. Per medical opinion, the possible root cause of the coronary artery occlusion was the native cusp or valvular calcification. The physician also commented that there was enough height for the left coronary artery (lca).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.